Event description:
It was reported that a user observed slightly elevated blood glucose prior to breakfast and asked whether announcing a larger meal to receive more insulin would be appropriate; the agent advised announcing according to actual meal size because overannouncement could cause maladaptation, and the user acknowledged understanding. Symptoms included hyperglycemia. Outcomes included no medical intervention, no alarms or alerts, and completion of troubleshooting and education. Investigation included a customer interview and use review focused on meal announcement practices. Investigation of this case revealed no device malfunction and suggested user-related use error risk regarding meal announcement rather than a device or component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.